Manufacturer narrative:
The ge rep conducted an onsite investigation. The power supply was replaced. The system was tested and is now operating as intended.

Event description:
The customer reported that the vertical lift column would not work on the 9800 system. No pt injury was reported.